Event description:
Consumer reported wore heat patch for less than five (5) hours on her left shoulder and patch removed skin from area. Consumer has scarring from product. No medical attention was sought.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.